Manufacturer narrative:
One used burr was returned. The inner and outer burr assemblies were evaluated for damage that may have caused shedding. The outer blade adapter body was cracked in various places at the base of the tube, significant to the point that there is evidence that irrigation fluid was forced out through the adapter body. The inner blade assembly presented with significant fractures that likely caused a mis alignment of the blade within the outer assembly. This damage is consistent with excessive lateral load during use. The device history records were reviewed and found no anomalies. Root cause was determined to be user error. (B)(4).

Event description:
During a shoulder arthroscopy procedure, it was reported that the bur was used to resect bone and extensive metal shedding from the burr was evident. The surgeon removed the flakes by suction and there was a three minute delay.